Event description:
It was reported that during a dilated cutting atherotomy/ptca treatment procedure the maverick xl balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The patient was asymptomatic during this event. The maverick xl 5.5/15/150 balloon catheter was removed and replaced with a maverick xl 5.0/15/150 balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.